Event description:
Customer reports that the surgical wound of pt dehisced. The pt was reclosed using staples. No further info provided.

Manufacturer narrative:
H-6 conclusion: no conclusion can be drawn at this time.